Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages his diabetes with insulin pump therapy. The patient continued to administer his usual dose of medications. After the start of the alleged issue, the reporter claimed the patient felt symptoms of dizzy and shaky. Treatment was not specified. At the time of troubleshooting, the reporter confirmed misuse. The subject meter was dropped in water. Replacement products was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/23/2013 and 8/27/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination at u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.